Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title is not provided / unknown. The reported device was received for evaluation. The reported condition of abutment (reported device) locked into the implant (concomitant), was confirmed. Visual evaluation of the as returned products identified signs of wear (nicks and bone residue) due to usage. The abutment was severely damaged possibly during removal. The devices were still engaged. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Doctor reports that the teha4505 abutment was locked into the implant, nothing could get it off. The implant itself ended up losing integration while trying to get the abutment off. Either the implant or the abutment was stripped. Tooth site # 30. The implant is reported as a concomitant device.